Event description:
Problem with the acuson cypress echocardiogram equipment now owned by siemens corp. Cardiology office acquired one of the new cypress systems in oct 2000. The cypress system, originally manufactured by ecton, was sold to acuson. Acuson was subsequently acquired by siemens. In nov 2001, the acuson co sent software updates for the cypress machine. Reporter updated as instructed without difficulty. After the upgrade, they began to notice degradation in the imaging quality. The problem was not fully realized until they had the opportunity to examine the same pts repeatedly and noticed a significant degree of image degradation. For example, before the upgrade, the severity of a valvular regurgitation was "moderate". After the upgrade, the test on the same pt found the severity of regurgitation to be "mild". This second test would lead reporter to believe, and treat the pt as if the pt was in better health than they really were. After they realized the problem, reporter contacted siemens on april 2002. During this initial contact, siemens told reporter that they upgraded the software to work with an "in-house manufactured" (acuson-built) ultrasound probe rather than pay a higher price for the french-made ultrasound probe that originally accompanied the cypress system. The cypress system was orignally built by ecton to work with a french-made ultrasound probe. During this initial contact, siemens stated that they had received calls from other customers who had similar problems with the new upgraded software in operation with the original french-made probe. This problem was fixed when an acuson-built probe was sent out to replace the french-made probe. The co immediately sent an acuson-built probe. When reporter subsequently called siemens and asked why they were not made aware of the potential problems sooner, siemens stated that the upgraded software was compatible with the french-made probe and that no other user had complained. Siemens blamed the problem on a malfunctioning french-made probe. They refused to have the french-made probe tested by an independent company, such as the original french MFR.